Event description:
A pt reported experiencing inaccurate erratic results with a profile meter. The pt's blood glucose result was 240 and 121 mg/dl. Tests were done 4 minutes apart. No change in treatment. Meter was replaced. No further info has been reported.